Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right radius artery. A 10mmx3.25mm wolverine coronary cutting balloon monorail was selected for use. During insertion, the balloon ruptured upon initial inflation between 0 and 6 atm. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right radius artery. A 10mmx3.25mm wolverine coronary cutting balloon monorail was selected for use. During insertion, the balloon ruptured upon initial inflation between 0 and 6 atm. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications and the patient was in good condition after the procedure.